Event description:
Report #2 of 2 of clotted intravenous access line. The pump has been used with another pt who experienced their line clotting during the infusion. At the time of that incident, the pump was not considered a factor in the line clotting. The pump was issued again. When the second patient experienced the same occurrences, the pump was taken out of service. The second patient was a home care patient receiving acyclovir. The distal occlusion alarms occurred on four different occasions. The program settings for the first two occurrences were for the acyclovir to be delivered every eight hours at 69cc's over two hours with a 2ml/hr keep vein open. After the second alarm occurrence, the keep vein open rate was increased to 4ml/hr and the acyclovir dose was 51cc's over two hours, every eight hours. The third and fourth distal occlusion alarms occurred with the increased keep vein open rate. The PICC line was found to be clotted after the fourth alarm. The pt went to the hospital for outpatient t-pa treatment to open the line. The pt missed two doses after the fourth alarm. An unspecified amount of bleed back occurred with all of the four alarm occurrences. The acyclovir was resumed via gravity infusion. The program settings and delivery were not verified by staff after any of the four alarm occurrences. The pt did not experience any adverse sequelae. Additional pt information was requested, but no further information was available.